Event description:
It was reported that the rv (right ventricular) lead was explanted due to high defibrillator (rv and svc) lead impedance greater than 200 ohms. A coil fracture was suspected. The lead was returned and subsequently tested out of specification during the manufacturer's analysis. No patient complications were reported as a result of this event.